Event description:
Customer reported being hospitalized due dka as per md. Customer uses their bent needles with qr for 3.5 days. Instructed customer to change the set 2 to 2.5 days. Instructed customer to change site and inject as per md. Troubleshooting performed.

Manufacturer narrative:
Findings: pump passed 7.2 units bolus test and occlusion test. Unit was received with error alarm due to leaky and memory lost due to e-01 anomaly. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with minor scratched lcd window.